Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred the100% stenosed target lesion was located in a calcified and moderately tortuous superficial femoral artery. The 5.0mm x 40mm sterling balloon was advanced and during the first inflation, the balloon ruptured at 8 atms "under the rated burst pressure". The device was removed and the procedure was completed with different device. There were no patient complications reported and the patient's status is good.